Event description:
During an incident in feb 2001 involving a patient in cardiac arrest, these electrode pads from lot y100900-21 were attached and caused a "check electrodes" prompt. The electrodes were replaced and rescue proceeded. There is no additional patient or incident information and pt outcome is unknown. This customer complained that they experienced trouble with this lot of electrode pads 3 additional times: in dec 2000 during a cardiac arrest incident, the electrodes were attached and caused a "check electrodes" prompt. The pads were changed and rescue proceeded. In 1/01 during a cardiac arrest incident, the electrodes were attached and caused a "check electrodes" prompt. Another truck arrived, applied electrodes and they caused a "check electrodes" prompt, an ambulance crew arrived and using marquette pads, rescue proceeded.